Event description:
In early 2008 failed (l) breast implant. On two months later, failed (r) implant-both saline. On the following month, pt underwent bilateral implant removal - both deflated - augmentated with mentor 350cc smooth round m.p.p. Gel filled implants.